Event description:
The customer was trying to put the collimator from drawer 8 into drawer 1 when the outside locking latch on the drawer hit the outside locking bar on the camera head. This caused the drawer latch to unlock one side of the collimator drawer, and the collimator fell onto the camera head. There were no injuries to the operator.